Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that while flushing the unspecified bd nexiva¿ IV catheter that had remained in the patient for seven days, saline "squirted" from the port junction, and the tubing was found to be split open. The flush was performed with a "10cc" syringe, and a clamp placed on the lower tubing was found open. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: this #22 nexiva IV was dwelling for about 7 days, was not utilized for any medications. Was only for flush q shift with 0.9ns. With routine flush and dressing change on day 7, I went to flush, and saline squirted out of the side of the tubing at the port junction. Flushed with 10cc syringe. Clamp was placed lower on tubing and was open. This was a #22 nexiva catheter. Site was asymptomatic. Catheter was removed and inspected, with tubing split nearly in half. This patient also experienced this same situation with a #24 piv, also had about 1 week dwell, had saline squirt out at same junction, but was about a pinhole size. I did remove that IV, didn¿t report it as I thought it was an isolated incident, and a time issue.

Manufacturer narrative:
Correction: additional information was received regarding the date of event, which was confirmed to be the same date as the date received by manufacturer: 2019-04-09. This was reported correctly in the initial MDR; however, the statement in the manufacturer narrative. B.3. Date of event: unknown. The date received by manufacturer has been used for this field." Is no longer correct.

Event description:
It was reported that while flushing the unspecified bd nexiva¿ IV catheter that had remained in the patient for seven days, saline "squirted" from the port junction, and the tubing was found to be split open. The flush was performed with a "10cc" syringe, and a clamp placed on the lower tubing was found open. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: this #22 nexiva IV was dwelling for about 7 days, was not utilized for any medications. Was only for flush q shift with 0.9ns. With routine flush and dressing change on day 7, I went to flush, and saline squirted out of the side of the tubing at the port junction. Flushed with 10cc syringe. Clamp was placed lower on tubing and was open. This was a #22 nexiva catheter. Site was asymptomatic. Catheter was removed and inspected, with tubing split nearly in half. This patient also experienced this same situation with a #24 piv, also had about 1 week dwell, had saline squirt out at same junction, but was about a pinhole size. I did remove that IV, didn¿t report it as I thought it was an isolated incident, and a time issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while flushing the unspecified bd nexiva¿ IV catheter that had remained in the patient for seven days, saline "squirted" from the port junction, and the tubing was found to be split open. The flush was performed with a "10cc" syringe, and a clamp placed on the lower tubing was found open. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: this #22 nexiva IV was dwelling for about 7 days, was not utilized for any medications. Was only for flush q shift with 0.9ns. With routine flush and dressing change on day 7, I went to flush, and saline squirted out of the side of the tubing at the port junction. Flushed with 10cc syringe. Clamp was placed lower on tubing and was open. This was a #22 nexiva catheter. Site was asymptomatic. Catheter was removed and inspected, with tubing split nearly in half. This patient also experienced this same situation with a #24 piv, also had about 1 week dwell, had saline squirt out at same junction, but was about a pinhole size. I did remove that IV, didn¿t report it as I thought it was an isolated incident, and a time issue.